Event description:
It was reported that during a right thoracotomy procedure, the device seemed to fire fine with the original load. The tissue was then divided and cut, but there were no staples. The patient began to bleed and the tissue was immediately clamped and the surgeon sutured the area. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.